Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at a device check two months after implant, the time to device recommended replacement time (rrt), was less than four years. It was felt that the battery was prematurely depleting. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.